Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube had underfill. This was discovered during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same procedure was performed by more than 5 different units. Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes d.2. Medical device type: gim. D.3. Medical device manufacturer: broken bow. D.2. Medical device catalog #: 367841. D.4. Medical device expiration date: 2020-05-31. D.4. Medical device lot #: 9036741. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: broken bow. H.4. Device manufacture date: 2019-02-05.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: 1 - the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same procedure was performed by more than 5 different units. 2- slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same procedure was performed by more than 5 different units. Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.